Event description:
Information was received indicating that a smiths medical pneupac ventilators parapac plus was not reading the pressure on analog gauge. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device evaluation confirmed the pressure on the manifold did not increase; therefore the device did not cycle. The input manifold was determined the cause of the reported issue.